Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that insulin continued to come out after releasing the act button during the manual prime. The blood glucose reading was 247 mg/dl. The customer declined troubleshooting. The customer stated that she would call back to continue troubleshooting.